Event description:
Reportedly, during testing before insertion, the balloon was found to be defective. It was further stated that the balloon did not inflate before use.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.09 inches in length, at the 12.4 cm area (distal of the thermal filament). No visible damage to balloon latex. A CAPA is in progress for slit in catheter body related to balloon inflation.